Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had a broken lead. The rep reported that the break was within the wire and not the electrodes. The caller reported that this was confirmed by an x-ray. No further complications were reported. Follow-up was initiated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260 serial# (B)(4) product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they have six leads and two of them are loose. The patient does not know how to control their device. The hcp stated that there was a lead placement issue. A lead malfunction on an x-ray was reported. There were no patient symptoms reported and no complications reported.